Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/09/2026. An investigation was conducted on 3/12/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the heater wire. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the intact silicone insulation on both the cold and hot jaws. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws. The jaws were able to be opened and closed with no visual or physical difficulties observed. The shaft of the device was observed to be bent forward slightly. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. No further testing was conducted due to the bent shaft tip. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent jaw" was not confirmed, and the analyzed failure "material twisted/ bent shaft" was observed. The lot # 3000521003 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported during endoscopic vessel harvest, the jaws of the vasoview hemopro 2 were bent, and would not close completely, and would not allow for adequate cauterization. The jaws were not opened during insertion into the cannula. No resistance was felt. A second vasoview hemopro 2 was opened to complete the case. There was no procedural delay. There was no patient harm.